Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6) 2009. Prior to the procedure the doctor performed a hysteroscopy. The results were unremarkable and he did not note a previous essure implantation. Ten days post-operatively, the pt went to the emergency room due to pelvic pain. A sonogram was done. The pt was afebrile. The pt was given vicodin and sent home. The surgeon saw the pt for a follow up visit with increasing pelvic pain. An exam found the adnexa unremarkable but the uterus was markedly tender. The pt was experiencing light bleeding/discharge, but was still afebrile and had no bowel symptoms. As of (B) (6) 2010, the pt was given nsaids, had completed a course of cipro, started a course of doxycycline, and planned to have a follow-up appointment.

Manufacturer narrative:
(B) (4). (B) (4) - pain occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.